Event description:
Report received of a leak of chemotherapeutic agent. The pt was receiving a continuous infusion of fluorouracil 450mg at a rate of 3ml/hr. It was reported that when the pt came to the facility for radiation therapy,an unspecified amount of the chemotherapeutic agent leaked from the connection site of the tubing set to the top (tapered) portion of the filter. The tubing set was replaced and the infusion of fluorouacil was resumed. The chemotherapeutic agent came in contact with the pt's pants. There were no reported adverse pt's effects. No medical intervention were required. Though requested, no additional information was provided.